Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer extend (vse) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the vse instrument is returned and evaluated and/or if additional information is received. A review of the logs showed the vse instrument (part #480422-01 / lot #m91200915-0334) was last used on (B)(6) 2021 during this reported procedure with system sk1751. The vse instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the vse instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission of energy to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the customer noted that the vessel sealer extend (vse) instrument had exposed wires while using it intra-abdominally. The procedure was completed with the use of a back-up instrument with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. Corrected information can be found in the following field: d4 (lot number and UDI) and h4. D02, d11 - intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken snake wrist cable to be related to the customer reported complaint. The vse instrument was found to have a broken snake wrist cable at the distal end. The broken cable segment that contains the crimp was still installed in the snake wrist assembly. The root cause of this failure is attributed to a component failure. No damage was found to the conductor wire. The vse instrument passed the electrical continuity test. A review of the logs showed no errors. There was an additional observation not reported by the site that was related to the primary failure. The vse instrument was found to have a dislodged snake wrist at the distal end. The root cause of this failure is due to mishandling/misuse.